Event description:
The contact stated that when the customer tried to test their blood it was not showing the first nubmer of their reading. They stated that customer tested and it just showed 23mg/dl instead of 223mg/dl. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The custoemr was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.